Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 38 mg/dl at the time of the incident. The customer was at 68 mg/dl sensor reading at the time of the incident. The customer reported sensor glucose versus blood glucose differences. The customer experienced symptoms such as feeling funny. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Troubleshooting was completed and the pump suspended correctly. The customer had a low 3 week prior. The insulin pump will not be returned for analysis. Concomitant product: reservoir (frn) mmt-322a.